Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with blood at incision site. Site also had swelling and hematoma. A follow-up on 9/30/2015 showed a small amount of yellowish drainage. The patient was started on antibiotics and was monitored. The device system remains implanted. Other information noted that blood culture results were negative. No additional information is available at this time.